Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported damage to the packaging/ sterile barrier compromised could not be replicated in a testing environment as the exterior tyvek pouch was returned with evidence of the packaging sealed properly. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. A conclusive cause for the reported damage to the packaging/ sterile barrier compromised cannot be determined based on the returned device condition. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified right common femoral artery was attempted using a proglide device with a 7f sheath after a peripheral arterial occlusive disease interventional procedure. Reportedly, prior to use, the outer packaging of the first proglide device was found to be broken. The proglide device was not used in the patient as the physician had doubts regarding the sterility of the device. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.